Event description:
During the procedure the captor valve was leaking blood on the flex main body (1820334-2011-00144) and one of the iliac leg grafts (1820334-2011-00145). No harm to the pt reported. The graft was successfully deployed. Blood loss was not excessive enough to require transfusion.

Manufacturer narrative:
(B)(4): no pt injury resulted in this event, valve leaks are not specifically labeled in the IFU. Event eval: still under investigation.